Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, insulin leaked from the cartridge when the user attached the connector to the cartridge before inserting it into the pump, after which they performed a full supply change and monitored glucose; the device displayed alert 401. Symptoms included cognitive impairment associated with out-of-range blood glucose. Outcomes included high and low blood glucose that persisted for approximately three hours, which the user corrected with insulin injections, without outside assistance or medical intervention. Investigation included a customer interview and product use review focused on cartridge handling and connection sequence. Investigation of this case revealed use-related technique contributing to a cartridge leak consistent with a cartridge or connector interface issue in the pump assembly. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.